Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he evaluated the iabp for the reported blood back error and found the iabp to not have any traces of blood anywhere. The fse performed the condensation removal procedure and no parts replaced. The iabp passed all functional and safety tests per factory specifications, and was returned to customer cleared for clinical use.

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient, it displayed a "blood detected" alarm with no visable blood. No patient information was made available. No adverse event has been reported.